Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. After use of an unspecified atherectomy device and balanced middle weight (bmw) elite guide wire, a perforation was noted. Reportedly, it is unknown if the guide wire was the cause of the perforation. Balloon angioplasty was performed to seal the perforation. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction, and the product was not returned. After use of an unspecified atherectomy device and balanced middle weight (bmw) elite guide wire, a perforation was noted. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.